Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. The no delivery test could not be performed due to the prime anomaly. The insulin pump passed the displacement, rewind and basic occlusion tests. No motor error alarms were noted and the motor passed the motor test. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot and minor scratches on the display window.

Event description:
Customer's husband reported a motor error alarm and no delivery alarms. The blood glucose reading is 326 mg/dl. Customer has treated with manual injection. Customer received the motor error alarm after replacing the battery. Customer tried to prime the insulin pump, but kept receiving no delivery alarms. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.